Event description:
Compromised sterile package (blister or lid). It was reported that, "the circulation in the room was opening & passing the above the mentioned implant to the scrub tech. After passing it to the sterile field, the container was found to have a seam, or bubble in the seal. The implant was not used. It was contained and all packaging was contained. A second implant was open used for surgery."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B) (4). There is 1 event associated with this event type (compromised sterile package (blister or lid)) and (B) (4).